Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/19/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6)2024, it was reported by the parent that the patient experienced a skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap and water. Upon sensor removal, a layer of skin peeled off and it was stuck to the sensor adhesive. The patient developed redness, blisters, pustules, and scarring extending beyond the patch perimeter. On an unspecified date, the patient¿s parent consulted a physician who prescribed a course of oral antibiotic (amoxicillin, unspecified dosage) and a topical steroid (hydrocortisone cream, unspecified dosage) medication. The parent mentioned the patient has an underlying health condition (celiac disease) and has sensitive skin which makes him more susceptible to developing a skin reaction. At the time of report the reaction symptoms still has not subsided. No additional event or patient information is available.

Manufacturer narrative:
H2: additional information. H6: investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information became available.